Event description:
It was reported by the customer that in all the catheters, there is a visible hole in the white thermistor proximal connector. This is the connector that connects to the monitor. As a result, there is blood leakage at the hole and this allows air bubbles to go into the body of the pt. This issue has happened in three different hospitals.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.